Event description:
The customer reported the unit would not operate on ac power, and would only operate using backup battery. The customer reported ventilator was in use on patient and was alarming. The customer reported there was no patient harm. The manufacturer's service technician was able to duplicate the reported problem that the unit would not operate via ac power. The service technician replaced the ac distribution panel to correct the finding. Extended self testing (est) and performance verification testing was completed and all tests passed per operating specifications.

Manufacturer narrative:
Ac distribution panel